Event description:
This is the third of three reports on the same event involving three products. Refer to medwatch 9681121-2010-00037 for a description of the first report. Refer to medwatch 8020392-2010-00015 for a description of the second report. Summary of medwatch # (B)(4): patient is a female who was enrolled in a contact lens study in 2010 involving only marketed contact lenses and lens care products. She was dispensed the ciba vision air optix night & day lenses, ciba vision clear care lens care, ciba vision aquify lens comfort drops, and alcon unisol saline. She successfully completed one month of wear. While on vacation, she developed rapidly progressing symptoms of a corneal ulcer in her left eye. She did not seek treatment, advise or contact a doctor until she returned home on sunday night when she presented to the hospital emergency room. She was admitted overnight, cultured and aggressively treated at that facility. Correspondence with the ophthalmologists on staff noted a pseudomonas corneal ulcer - about 5 mm - in the 9:00-12:00 quadrant of her left cornea involving her visual axis. The patient transferred her treatment to our facility under the care of a corneal specialist. The ulcer was improving but not resolved. It epithelialized. Currently her vision is 201100 which improves with pinholes and squinting. She continues to be monitored. As report was redacted, no follow-up event is possible.

Manufacturer narrative:
(B)(4).